Event description:
It was reported to philips that the wired foot switch could intermittently not emit x-ray.the device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the planned/non-emergency treatment procedure that was to happen when the issue occurred was aborted and planned for another time. No harm to the patient or user was reported. A philips remote service engineer (rse) contacted the customer and confirmed the reported problem. The rse ordered a replacement for the wired footswitch and the defective footswitch was replaced by the customer. The defective footswitch was returned for analysis, but no root cause could be identified via the failure analysis. After the footswitch was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.